Manufacturer narrative:
(B)(4): eval: results: (pt vessel/lesion morphology; moderate tortuosity and severe calcification), (stent deformation and failure to deliver device). Eval, conclusion: (pt vessel/lesion morphology; moderate tortuosity and severe calcification). Eval summary: a number of struts on the 1st distal segment were raised and deformed. No further damage was noted. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to implant a 2.75 mm diameter x 14 mm length endeavor resolute rapid exchanged (rx) drug eluting stent to treat a lesion in a pt located in the lad. It was reported that the lesion exhibited moderate tortuosity and severe calcification. It was reported that the physician was unable to cross the lesion. The device was returned to the mfg facility and the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported.